Manufacturer narrative:
It was confirmed the endurant iis bifurcate stent graft system was implanted on the (B)(6) 2016. It was reported that it was on the 10 of june 2020 during follow-up that the ia endoleak was identified. It was confirmed the ia endoleak fully resolved with the implantation of the aortic extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm on an unknown date. It was reported on an unknown date the patient was diagnosed with a type ia endoleak. The patient underwent treatment with using bilateral renal snorkel technique and the implantation of an endurant aortic extension to treat the type ia endoleak. It was reported during the intervention procedure one of the renal arteries was perforated when the physician was manipulating a non -mdt sheath into the renal artery without adequate support of a guidewire. This resulted in the need to embolize and sacrifice the left kidney. It was further reported that when the non mdt introducer sheath was advanced downward in an attempt to re-cannulate the renal artery, it got stuck on one of the stent grafts supra-renal stents. The hook engaged the inner wall of sheath and it could not be retracted. Multiple attempts to remove the sheath without success were attempted when the physician made the decision to cut the sheath at the proximal valve of the lsa and left it floating in patients lsa and aorta with a plan to bring the patient back at a future date to remove. As per the physician the cause of the event was user error. No additional clinical sequelae were provided and the patient will be monitored